Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels have been noted. There was no impairment in auditory performance, however, as the user stays all day long at the school, the family does not know if he uses the device effectively.

Event description:
Affected channels have been noted. It was initially reported that there was no impairment in auditory performance. However, it was later stated that the hearing performance with the device has gradually worsened over the previous two years (2020). Currently, it is unknown if there will be any further technical test or any further medical intervention.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet.